Manufacturer narrative:
Concomitant medical products: dtbb1d1, crt-d, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited non-capture, far field r-wave (ffrw) oversensing and undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.